Event description:
(B)(4).

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer¿s reported problem was confirmed.there was no patient involvement.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer¿s reported problem was confirmed.there was no patient involvement.

Event description:
(B)(4). Case description: caller has a 8100 module giving him a 260.4130 error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed inspect the pressure sensor harness. The bottle side pressure sensor was installed incorrectly. Corrected the installation and error went away. Biomed ended call.